Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated from 60500836 to 60497315. H4: device manufacture date updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 75-80% stenosis. A balloon catheter was connected and the indeflator pressure was increased to 6 atmospheres (atm) when it was noted the gauge would drop down. A leak was noted from the indeflator. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.